Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional ablation procedure. Reportedly, the first prostyle device was attempted and when the needles were deployed, a crunch sound was heard. When retracting the footplate it was noticed the device had separated in two pieces at the distal guide. The left common femoral vein was accessed and the separated pieces was successfully snared out. The pre-close technique was aborted and the procedure was completed. Hemostasis was achieved with figure eight on the right common femoral vein and manual compression on the left common femoral vein. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.